Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; almost the total length of 4mm of the grooved portion on the tip is broken off. The remaining portion on the tip shows striations of use. The broken off portion was not received for investigation. The broken off portion was not received for investigation. The diameter of the remaining stump meets the specifications. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The device met the specifications at the time of manufacturing and distribution. Because of the missing broken off portion this complaint is deemed indeterminate from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of subject device. A review of the device history records was performed and revealed there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device was received, however, the investigation could not be completed and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports in an event in (B)(6) as follows: the tip of the drill bit broke while drilling during a mid-face surgical procedure. There were no fragments of drill bit left in patient. There was no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.